Event description:
Healthcare professional reported a patient was injected with 4 syringes of juvéderm® volux¿ into the chin apex. On that same date patient experienced bruising and pain in that area that according to hcp were "clinical signs of vascular occlusion". 5.5 vials of hylase were immediately injected. There was a reduction in appearance, but patient is still experiencing pain and bruising and events are not completely resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00746 (allergan complaint (B)(4). This MDR is being submitted for the suspect product juvéderm® volux¿ with lot number v25lb10786.

Manufacturer narrative:
Health effect impact codes: d1102. Type of investigation code: b15, b17, b20. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.